Manufacturer narrative:
During acl reconstruction surgery, the cross-pin was likely to have been over inserted, causing the graft block implant to crack. It is believed that the fractured implant was removed, and replaced, and that the surgery was completed successfully. Although no patient injury was reported, a review of complaint files indicates that a low probability for patient injury existed. An MDR is being submitted at this time to ensure full compliance with applicable regulations.

Event description:
Graft block implant cracked intraoperatively.